Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2014. This complaint is being reported based on the event of formation of small abscess in the left lower lung requiring treatment with antibiotics. According to this complaint, the patient underwent the second bronchial thermoplasty procedure to the left lower lobe on (B)(6), 2014. It was reported that the procedure was completed successfully with no issues noted to the alair bt catheter. On (B)(6), 2014 the patient developed pain posteriorly and a cat scan revealed small lung abscesses in this area. The patient underwent treatment with a 10 day intravenous antibiotic followed with a 6 week oral antibiotic, resulting in the apparent settling of the abscesses. The patient is reported as stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.